Event description:
It was reported to boston scientific corporation that a y-mesh was used during a robotics sacrocolpopexy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the y-mesh was torn at the sacral promontory. The procedure was completed with another y-mesh. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.